Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 valve was deployed in the aortic position by the left transfemoral approach. The final valve position was a 'little low' (positioned 60 in ao/40 in lv), resulting in moderate to severe paravalvular leak (pvl). The decision was made to place a second 26mm sapien 3 valve. The valve in valve (viv) was successful and patient recovered. Moderate-severe calcification was reported on the native aortic valve. As per medical opinion, the root cause of the too low position was that valve position was tilted after deployment related with bicuspid anatomy with calcified raphe (rcc-lcc).

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. H3 other text : the valve remains implanted.

Manufacturer narrative:
Update to h6 and h10 to reflect product investigation. The 26mm sapien 3 valve was not returned to edwards for evaluation. The valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3 valve IFU, thv patient screening manual, device preparation manual, procedural training manual and bicuspid aortic valve screening supplemental were reviewed for instructions. The procedural training manual provides guidance of thv malposition and calcification burden. Use caution with narrow calcified stj, minimal calcification, severe septal hypertrophy, and mitral bioprosthetic. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane. Consider coaxial alignment of catheter to the aortic annulus and if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. Calcification burden should be assessed prior to implant as it may be responsible for annular rupture, vsd or fistula form sov to rv, thv malposition and pvl. There were no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malposition and paravalvular leak were unable to be confirmed as applicable imagery/medical record was not returned for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The complaint description states, 'as reported, after deployed, valve position was a little low (position 60 in ao/40 in lv).' The case notes revealed, 'as per medical opinion, root cause of the too low position was that valve position was tilted after deployment related with bicuspid anatomy with calcified raphe (rcc-lcc).' The annular calcium may have resulted in thv malposition. As the valve was deployed too low/ventricular or malposition, the pvl skirt of valve can no longer provide an adequate seal against the annulus. This could have led to paravalvular leak as reported in this event. In this case, available information suggests that patient factors (calcification) and procedural factors (thv malposition) may have contributed to the complaint event. Without the return of the applicable imagery, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.